Event description:
As resident was being transferred resident jerked right knee up towards her chest knocking off the right lower strap of sling. Resident fell striking her head, cat scan done w/negative results, neurological and vital signs within normal. No apparent defects; sling and straps in good condition.